Manufacturer narrative:
Device evaluation summary: visual inspection showed an additional tie band was added to one of the connections and there was evidence of a blood path through 2 of the connections. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were leaks observed from a couple of the connections. Reason for return was confirmed. Conclusion: complaint was confirmed for leaks. After evaluation the cause of this complaint could not be determined. Though was not possible to confirm the potential root cause, medtronic has notified the production personnel to be aware of this situation. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of a custom pack, the customer reported a blood leak at the y connector. The device was replaced to complete the procedure. It was asked but unknown whether there was any patient impact but there was no injury reported. Additional information: the patient lost less than 10 cc's of blood. A blood transfusion was not required.